Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation inspected the battery module with a known good pump and no alarms occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. The battery cell will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown during testing in the biomed service department. There was no patient involvement. No additional information is available.